Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2018-02841. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after 2 days of use in an extracorporeal membrane oxygenation (ECMO) circuit, the motor started making a loud noise. Immediately, it started to heat up and became very hot. An m6 alarm appeared on the display. The motor and primary console were subsequently exchanged. The device was always working at the set revolutions per minute (rpm). There was no adverse consequence to the patient. No additional information was provided.

Manufacturer narrative:
Section d4: additional information. Section h4: additional information.

Event description:
Additional information: it was reported that the centrimag equipment was stored close to the bed on its cart. The motor was connected to the motor bracket and to the cart. The motor was at room temperature, and nothing relevant was close to the motor. During the event, the rpm and flow were not adjusted very high. Reportedly, the equipment was handled 95% of the time by experienced hospital staff. At night, it is possible that nurses without a considerable amount of experience are checking the primary console. No further information was provided.

Manufacturer narrative:
Section: additional information : device evaluation: the returned motor and primary console passed receiving inspection. The returned primary console was connected to a test mag monitor and a data log file was retrieved successfully. However, the reported alarm "motor over temp: m6" could not be confirmed on the reported event date of (B)(6) 2018 because the event data had been overwritten by newer events. The event was confirmed and reproduced during testing. A test pump was connected to the returned motor. The motor was then connected to the returned primary console and a test flow probe. During normal operation mode, the motor cable was bent slightly and the rotor was deflected from the origin in the xy plane. The returned motor was disconnected from the equipment to measure the bearing and signal wires. The impedance between input bearing phase a2 (ia2+) and the input current bearing phase b2 (ib2+) changed from its specified impedance values to an open connection (infinite impedance) when the motor cable was bent, indicating conductor breakdown in this wire of the motor cable. The root cause of the conductor breakdown could not be conclusively determined, but appeared to be a result of repetitive bending or twisting of the cable during use. The returned primary console operated as intended throughout the entire testing procedure. No further information was provided. The manufacturer is closing the file on this event.